Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that the blood pump segment of a combiset bloodline broke open during a patient¿s hd treatment which resulted in patient blood loss. Additional details were provided through follow-up with the fa. The fa stated the blood leak occurred about one and a half hours into the hd treatment. There were no alarms from the fresenius 2008t machine that was in use. The blood leak was coming from the blood pump area. After the leak was noticed, the patient¿s blood was returned from the arterial side of the circuit, and they were subsequently disconnected from the machine. The patient¿s estimated blood loss (ebl) due to the event was 250 ml. Upon closer examination of the combiset, a small hole was observed on the blood pump segment of the tubing. The fa said it seemed like that segment of the tubing was made from a different, weaker material. The fa compared the combiset to that of another (fresh out of its packaging), and they looked the same. The fa said there was a spot on the blood pump segment that seemed inconsistent with the rest of that piece. The fa said it was as if the lines were glued or stuck together during manufacturing or transit. There were no known loose connections on the combiset lines, and no leaks were noticed during the priming phase. The fa said there were no changes or disruptions in pressure that could have contributed to the failure. The combiset was inspected prior to use, and no obvious hole was noted at that time. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was not available to be returned for evaluation as it was reportedly discarded. However, a photo of the combiset still connected to the machine was provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A search for companion samples at the distribution centers revealed the entire lot has been sold and distributed. However, a photo of the combiset was provided by the clinic. A leak in the pump tubing can be confirmed in the photo. This type of defect could be caused due to incorrect assembly during the manufacturing process. A batch records review was conducted by the manufacturer for the reported lot. There were no non- conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was able to be confirmed in accordance with the provided photo.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that the blood pump segment of a combiset bloodline broke open during a patient¿s hd treatment which resulted in patient blood loss. Additional details were provided through follow-up with the fa. The fa stated the blood leak occurred about one and a half hours into the hd treatment. There were no alarms from the fresenius 2008t machine that was in use. The blood leak was coming from the blood pump area. After the leak was noticed, the patient¿s blood was returned from the arterial side of the circuit, and they were subsequently disconnected from the machine. The patient¿s estimated blood loss (ebl) due to the event was 250 ml. Upon closer examination of the combiset, a small hole was observed on the blood pump segment of the tubing. The fa said it seemed like that segment of the tubing was made from a different, weaker material. The fa compared the combiset to that of another (fresh out of its packaging), and they looked the same. The fa said there was a spot on the blood pump segment that seemed inconsistent with the rest of that piece. The fa said it was as if the lines were glued or stuck together during manufacturing or transit. There were no known loose connections on the combiset lines, and no leaks were noticed during the priming phase. The fa said there were no changes or disruptions in pressure that could have contributed to the failure. The combiset was inspected prior to use, and no obvious hole was noted at that time. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was not available to be returned for evaluation as it was reportedly discarded. However, a photo of the combiset still connected to the machine was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.